Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
I want to inform you about a defective valve. The valve was leaking. Safety valve was used. Valve was replaced. No patient harm.

Manufacturer narrative:
Pr (B)(4): the reported failure mode was confirmed. The internal bidi disc was slightly misaligned. The most probable root causes for the reported failure mode were the bidi disc became misaligned during use or due to misalignment while assembling the valve. All applicable manufacturing and quality associates will receive awareness training regarding this complaint failure mode.

Event description:
I want to inform you about a defective valve. The valve was leaking. Safety valve was used. Valve was replaced. No patient harm.